Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken clamp could not be confirmed from the four photographs that were provided for investigation. The first photo showed the patient ID sticker with product code 3174118, lot #recx0306, and expiration date 2021-10-31. The second photo showed the purple connector from a powerpicc being grasped between two fingers and the purple clamp being grasped with two fingers from the other hand. The clamp was in the open position. A white tape or similar material was covering a portion of the clamp that was located behind the locking edge of the clamp. The third and fourth photos showed white tape around one arm of the clamp. It was reported that the clamp was taped shut; however, since no breaks were observed in the photographs, the complaint was inconclusive. A lot history review (lhr) of recx0306 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that shortly after placement of a power PICC, the clamp allegedly broke. User asking if there is an exchange device (like an exchange wire) that would be suitable for replacing the line. Update (B)(6) 2019:the clamp broke several weeks after line placement. There was a failure of the plastic it never actually snapped, just the thin parts of it were too weak to hold the clamp in a locked position. The device continues to be used and the clamp is taped shut, although sometimes the clamp has come undone. A luer lock has been placed on the end (our standard procedure), so there has been no known contamination of the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx0306 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that shortly after placement of a power PICC, the clamp allegedly broke. User asking if there is an exchange device (like an exchange wire) that would be suitable for replacing the line. Update (B)(6) 2019:the clamp broke several weeks after line placement. There was a failure of the plastic - it never actually snapped, just the thin parts of it were too weak to hold the clamp in a locked position. The device continues to be used and the clamp is taped shut, although sometimes the clamp has come undone. A luer lock has been placed on the end (our standard procedure), so there has been no known contamination of the catheter.